Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was 318 mg/dl at the time of incident and also went up to 543mg/dl. Troubleshooting found that the cannula was curved and that the customer left an old infusion set in their body. Customer was advised to change the infusion set, reservoir and site location and treat per their doctor's instruction. The customer was also advised that the set would be replaced and agreed to return the product for analysis. No further details given and no further high blood glucose troubleshooting was performed.